Manufacturer narrative:
Further information from the reporter regarding event, product and confirmation from the physician has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unspecified.

Event description:
Patient reports right side capsular contracture, baker grade unspecified, pain and edema. Device remains implanted.